Manufacturer narrative:
The device passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The device was received with cracked reservoir tube lip, cracked case at display window corner, broken battery tube threads, cracked case, cracked display window, missing endcap sticker and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that at times the insulin pump did not give him enough insulin because their blood glucose would go high. The customer also reported that there was a crack on the outside. The customer's blood glucose level was unknown. There were also scratches across the screen. The customer did not know how the damage occurred. Additionally, the customer stated that once in a while he would get a low blood glucose level of 60 mg/dl or 50 mg/dl. When the customer would have a high blood glucose it would be around 400 mg/dl. The customer would treat the low blood glucose with food and the high blood glucose with a bolus from the insulin pump. The customer declined troubleshooting for the low and high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.